Event description:
Information was received that a smiths medical ventilator has a relief alarm pressure issue. When the peep is at max, device will not exhale - the pressure keeps building. No adverse effects were reported.

Manufacturer narrative:
One pneupac¿ parapac plus was returned for analysis. The CPAP knob was noted to be bent upon visual inspection. The peep and relief pressure were tested; confirming peep measuring high at max value. Based on the evidence, the complaint was confirmed with problem source being user interface as the peep was observed to be out of calibration.